Event description:
It was reported to philips that the table continued to move after the control is released. No harm to the patient or user was reported. Philips has started an investigation of this complaint.